Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that he accidentally fell into the pool with the insulin pump. He inserted a battery and numbers came up and it alarmed unexpected restart. Customer stated that the buttons are not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was stuck on an alarm loop after the battery installation due to a corroded electronic assembly. No testing could be performed due to the alarm loop. A corroded motor assembly was noted. The insulin pump had intermittent down arrow button response due to moisture damage on the keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.